Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to no benefit and the need for future MRI scans. It was reported that, the patient did not receive benefit from the device due to anatomical condition, likely due to the absence of cochlear nerve which leads to device non-use. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.